Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer was assisted with programming the basal rate. The customer stated that she did click on pattern a. The customer stated that she had a circle on the front. The customer was advised that her readings are high because she had the circle on the front. The customer was advised that she has high because she was giving no basal rates. The customer was advised to take a bolus to bring down the high readings. The customer did not want to troubleshoot.